Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the pump time issue could not be verified.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. The customer continued to use the pump for insulin therapy. Additionally, it was reported, that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.